Event description:
From a completed f/u questionnaire a surgeon reported a pt that was experiencing glare and halos following bilateral intraocular lens (iol) implant procedures. The pt had reported intolerable glare from bright sunlight, fluorescent lights, and headlights. The pt also reported halos around all lights and glare at dusk. Both lenses were exchanged. Posterior capsule opacification had been noted and a yag laser procedure performed prior to the lens exchange. The lens were exchanged for a different model iol. There are two medical device reports associated with this event. This report is for the right eye. The left eye was previously reported under MFR report # 1119421-00242.

Manufacturer narrative:
H3, h6: eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the associated cartridge lot because the account did not provide info traceable to the mfg documentation. The root cause could not be identified by the investigation. There have been no other complaints in the lot number. A completed questionnaire was received on (B)(4) 2012. (B)(4).